Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the product return contained an angiojet solent omni. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The catheter showed a kink 92.5cm from the tip. A functional test was performed. The pump was placed into the ultra drive console and the device primed with no complication. The device was run for a total time of 90 seconds in thrombectomy mode. The device stayed within the expected range of the product. A single kink was noted on the catheter shaft. There is no confirmation for the complaint's allegation of tip damage.

Event description:
It was reported that shaft break occurred. The target lesion was located in the lower limb vein. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. During unpacking, it was noted that the shaft near the tip was almost fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the lower limb vein. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. During unpacking, it was noted that the shaft near the tip was almost fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.